Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after an diagnostic endovascular procedure using a 6f sheath. Reportedly, the foot plate would not close initially. It was attempted several times until the foot went back in. The device was ultimately simply removed, and hemostasis was achieved with the sutures of the same device. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.